Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The users reported that there was no ringing on the monitor and central station, occurred during an incident on (B)(6) 2016 at around 5:30pm. The patient died.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and performed operating tests; no problem was detected. The first analysis of the alarm logs by philips technical support showed a bradycardia validated on the central station 1 minute after the beginning of the event; and alarm reminder every 3 minutes was working. Further review by a philips clinician confirmed multiple alarms at the central station around the time of the reported event. The customer had reported that the incident occurred ¿around 5:30 pm¿ however stored physiological data was provided and reviewed which indicated that the patient¿s heart rate did not drop below 50 until 17:40. The logs support that a ***vent tach alarm was provided at 17:25 which was silenced at the central 10 minutes later; a ***brady alarm was then provided at 17:41 which was silenced within one minute. Subsequent ***vtach, ***vent fib/tach and ***asystole alarms were also provided with evidence of silencing occurring at the central. No malfunction of the device was detected by a the fse. A philips clinician also confirmed multiple alarms had occurred and were transmitted from the bedside to the central station around the time of the reported event. The device remains at the customer site. No subsequent calls have been logged for this device/issue. . No further investigation is warranted .